Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that the patient was having high blood glucose (bg) values most of the day; however, the cgm was showing that she was normal when she was not. The patent was admitted to the hospital due to diabetic ketoacidosis. At the time of admission, the patient's bg was 400 mg/dl. The patient was released from the hospital on (B)(6) 2017. Additionally, the patient's mother reported that they noticed the sensor patch was loose after the hyperglycemic event and indicated that this may have caused the sensor to have inaccuracies. At the time of contact, the patient was in stable condition. No additional patient information is available. No data was returned for evaluation. The reported event of inaccurate cgm values could not be confirmed. A root cause was not determined.